Event description:
The manufacturer received information alleging,difficulty in breathing/shortness of breath that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleging difficulty in breathing/shortness of breath there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on january 31, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging having a strong burning smell and was having issues breathing related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed no evidence sound abatement foam degradation/breakdown was observed in the base unit. During exterior investigation there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During interior investigation there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The manufacturer used a fitt (foam integrity test tool) and confirms evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms outlined in the complaint and confirms the presence of contamination in airpath. Sections d8, d9, h2, h3, h6 has been updated in this report.